Event description:
It was reported that patient is unable to enter MRI mode patients leads have high impedance, X-ray imaging revealed patients right lead migrated. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.